Event description:
Report rec'd from (B)(6) stating that the device was "overheating." The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or if add'l is rec'd, a supplemental report will be sent. (B)(4).